Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 20/2.5 mm balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a severly calcified, 75% stenotic lesion in an unspecified coronary artery. The physician used a 7f introducer sheath for vascular access and a 0.014" guidewire and a 7f jl guide catheter to cross the lesion. The maverick2 monorail 20/2.5 mm balloon was being used to predilate the lesion for placement of an express stent. The maverick2 monorail 20/2.5 mm balloon was removed and replaced with another maverick balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported 'good'.

Event description:
The lesion being treated was a bypass graft to the left anterior descending coronary artery.